Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During the internal inspection it was found that the cable 23in, 10p discreet, pin-to-pin into the j4 connector to the communication interface board was not connected. A review of the device history record (DHR) found that the production floor problem report (p/n 450281) t&c-touch screen dim display, rework: replaced front panel assembly 08/1/2021. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen during drain 5 of pd treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up, but the screen remained blank. The technical support representative issued a replacement cycler due to the blank screen and advised the patient to discontinue using the machine. The patient verified knowing how to perform manual treatments in the absence of a cycler. The patient will perform alternate manual treatment until the new cycler arrives. Additional information was requested, but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.